Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms and service code 204-belt/monitor unusable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The electrode belt trunk cable connector was clogged with glue and was unable to latch into a monitor. The root cause for the damaged trunk cable connector was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing gong alarms and a service code 204 (belt/monitor unusable).